Event description:
840 stopped cycling while on a pt. The pt was manually resuscitated and successfully moved to another device. There was no pt harm or injury related to this event. The nellcor puritan bennett customer support engineer (cse) verified the error code in memory that supports the customer's claim. The cse inspected the device and replaced the bdu cpu pcb. The unit passed extended self testing.